Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached greater than 400 mg/dl while wearing the pod on the abdomen longer than 48 hours. Symptoms reported include ketones, felt dehydrated, felt like they were about to faint and small bruising time to time at the infusion site. The patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with intravenous (IV) and was under observation. The type of fluid administered was not disclosed. The patient was sent home on (B)(6) 2026.

Manufacturer narrative:
The correlation to action # (B)(4) could not conclusively be determined because the device has not been returned/received to date. According to the complainant the device will not be available for investigation because it was discarded but if the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action # (B)(4). High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone13.3 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.